Event description:
Patient had a previous coronary artery bypass graft (CABG) in 2012, however the surgeons were unable to graft the cx. Patient was turned down for repeat CABG. The target vessel was severely tortuous, and the target lesion was severely calcified with 95% stenosis. During an attempt to treat chronic disease in the ostial circumflex using a resolute integrity drug-eluting stent, the physician encountered resistance while advancing the device to the target lesion. There was poor guidewire movement during the procedure. A stent dislodgement occurred. Difficulty was encountered removing the device from patient. A snare was used to retrieve the dislodged stent from the patient. A non-medtronic stent was implanted in patient. There was heavy thrombus present, which led to the cx artery shutting down. Patient then went into cardiac arrest. Physician noted that the vessel could possibly have been dissected. Patent went into cardiac arrest and subsequently expired post procedure.

Event description:
Device evaluation: the dislodged stent was returned in a test tube. The stent delivery system was not returned. The stent was severely deformed. Stretching was evident in the mid stent segments. Pinched/flattened stent segments were present at one end of the stent and bunched stent segments were present at the other end of the stent. Image review: the images confirm severe disease in the ostium of the lcx vessel. The vessel is pre-dilated and a non-medtronic stent is deployed. The images do not show the attempted or failed resolute integrity stent delivery, dislodgement or snaring of the reported dislodged stent.

Manufacturer narrative:
Resultsand conclusions: (dislodgement, dissection, thrombus, death). No results available since no evaluation performed. (Severely diseased vessel/lesion). Conclusion not yet available. - (based on the information available no root cause can be determined). (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code.

Manufacturer narrative:
Results: deformation problem.